Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing confirmed a full open condition of the distal circuit in the y-adaptor. The proximal circuit was found to be continuous. No open or short condition was observed in the leadwires between just distal side of the y-adaptor and the electrodes. No visible damage to the catheter body, balloon, windings, or returned syringe was observed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the catheter was unable to pace during use. The catheter was used on a patient with bradycardia. The catheter was replaced and the problem was solved. There were no patient complications reported.